Manufacturer narrative:
This event occurred in (B)(6). On (B)(6) 2019 the field service engineer (fse) found small bubbles in the procell tubing for measuring cell 1. This corresponds to the customer's observation. The fse found that the tube connector for the tube lifter was loose. The fse fastened this and primed procell tubings multiple times. No bubbles were observed in the tubing after this. The instrument was operating within specification. The investigation determined the tubing issue identified by the fse was the root cause of this event.

Event description:
The initial reporter complained of discrepant results for multiple patients tested for multiple assays on 1 measuring cell of a cobas 8000 e 602 module. The customer had run qc as normal at 8:30 a.m. And the results were acceptable. A calibration was performed at 10:30 a.m. And afterwards there was an error on the measuring cell. The customer noted that the procell cup and procell dunk were both full of small bubbles. The filter in the procell looked fine but the customer removed it and cleaned it anyway. They ran a few primes and re-started the instrument. Qc results were acceptable. There were no more bubbles in the procell cup. They had no more issues the rest of the day. The next day they noted bubbles in the procell cup again. Due to this, the customer repeated all patient samples that had been run at the time of the bubbles. Upon repeat testing, discrepant results were identified for 14 patient samples tested for elecsys tsh assay (tsh), 10 patient samples tested for elecsys ft3 iii (ft3 iii), 14 patient samples tested for cyclosporine (csa), 11 patient samples tested for elecsys ft4 iii (ft4 iii), 4 patient samples tested for elecsys probnp ii immunoassay (probnp ii), 8 patient samples tested for troponin t hs and 1 patient sample tested for elecsys myoglobin immunoassay (myoglobin). The initial results had been reported outside of the laboratory. There was no allegation that an adverse event occurred. The tsh reagent lot number was 402248. The expiration date was not provided. The ft3 iii reagent lot number was 372451. The expiration date was not provided. The csa reagent lot number was 336426. The expiration date was not provided. The ft4 iii reagent lot number was 378826. The expiration date was not provided. The probnp ii reagent lot number was 358679. The expiration date was not provided. The troponin t hs reagent lot number was 345852. The expiration date was not provided. The myoglobin reagent lot number was 356532. The expiration date was not provided.